Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be a duplicate of 6000001-2011-12243. All reporting information regarding this event will be addressed in 6000001-2011-12243.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.